Event description:
Microcatheter - apollo was placed in the right middle meningeal artery. We started administering (injecting) onyx. We did not see the onyx come out of the end of the catheter. Dr moved the patient under fluoroscopy and that is when we saw the onyx had accumulated in the external carotid artery in an inferior location than we had expected. We were able to place a carotid stent across the origin of the right external carotid artery to stabilize the onyx.